Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial left tka. Subsequently, they reported severe pain on movement of their left knee approximately 2 years later. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical product(s): 42502606802 - femur cemented cruciate retaining (cr) standard right size 10 - 63937423; 42521000510 - articular surface fixed bearing cruciate retaining (cr) right 10 mm height - 63930871. Report source, foreign country : united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2023-00070; 3007963827-2023-00072.